Event description:
The customer contacted spacelabs healthcare to report that while monitoring telemetry patients the xhibit central station (xcs) became unresponsive and patients could no longer be monitored. There was no report of patient or user harm associated with the event. A spacelabs technical support representative walked the user through performing a hard reboot of the xcs. Following the reboot, the customer confirmed the issue was resolved. Cause of failure was not determined.